Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope. A pacing failure and a fracture were confirmed on the rv lead. A temporary lead was placed and ultimately the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and noise were noted on the right atrial (ra) lead. It was further reported that noise, high impedance, a possible fracture, a pacing issue and a polarity switch were noted on the right ventricular (rv) lead. The ra lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.